Event description:
The foreign facility reported that approximately one hour after hemodialysis therapy via a tina device was started, the patient experienced low venous pressure and the needle was found loosened from the venous access, and blood loss (amount unknown occurred. The patient required return of the blood via the tina device and 250ml of substitute plasma and, 2 units of red blood cells were administered to the patient. The needle and bloodline lines were not baxter products. The baxter field service engineer was called to come to the site for an evaluation of the tina device.

Manufacturer narrative:
The field service engineer arranged to visit on site and evaluate the tina device. Data of visit is unknown at this time.